Event description:
User was having issues with her pen needles and when she went back to the pharmacist they advised her that the needles were not puncturing the rubber stopper. She had tried several from each box and she could not get insulin to flow.